Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. H6 health effect - impact code has been provided as it was unable to be selected on the initial report. One used 6fr angio-seal vip was returned for product evaluation. The hemostasis sheath was returned mated with the arteriotomy locator. The carrier tube assembly were returned as well. No other accessory components were returned. Visual inspection revealed that the locator was mated with the hemostasis sheath. It was noticed that the locator was properly snapped on the sheath hub. The mated hemostasis heath and arteriotomy locator was examined under a microscope and the alignment of the blood inlet holes were checked and dried blood-like substance was observed within the blood inlet holes of the sheath/locator assembly. Dried blood-like substance was also observed on the locator drip hole. There were no outward signs of damage or deformation noted with the hemostasis sheath/locator assembly. There were no anomalies noted with returned carrier tube assembly. No other visual anomalies were noted. The locator/sheath assembly was attempted to be flushed with water and it was noticed that the cause of the blockage was dried blood like substance inside the locator. The assembly was again flushed, and normal water flow was confirmed from the drip hole of the locator. No other gross anomalies were noted. For dimensional testing, the inner diameter of the drip hole on the arteriotomy locator was measured to be 0.022" which was within the specification of 0.022" +/-0.003". The inner diameter of the blood inlet holes on the arteriotomy locator measured 0.056" which was within the specification of 0.056" +/-0.002". The inner diameter of blood inlet holes of the hemostasis sheath was measured to be 0.040" which was within the specification of 0.038" +0.004/-0.002". All measurements were found to be within the manufacturer specifications. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that reported event was due to the locator not actually being within the artery or blocking of the blood inlet holes/drip hole. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Weight: (B)(6). Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(4). The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was used during the procedure. There was no-flow from arteriotomy locator; however, had good deployment. There was no patient injury, medical/surgical intervention required. The procedure outcome was reported as successfully deployed. Additional information was received on 20aug2020. The procedure performed prior to use of the closure device was a left heart catheterization (lhc) with ifr. A 4fr sheath was upgraded to a 6fr. A pre-deployment angiogram was performed. Insertion was fine; there was no flashback or flow from the arteriotomy locator. Withdrew device with no issues. The patient's condition was stable. Hemostasis was achieved successfully with a new angio-seal. Additional information was received on 21aug2020. Hemostasis was achieved with the second angio-seal. The device was removed when there was no flash back.